Event description:
It was initially reported via clinic notes received that the patient experienced an increase in seizures which were attributed to the patient's tumor. However, clinic notes were received years later which indicated that the patient's increase in seizures, which was present since vns implantation surgery, did not resolve even after laser ablation of the residual tumor. Follow up with the patient's neurologist had revealed that the vns was efficacious for the patient. The patient later underwent vns generator replacement surgery due to the desire for the latest generator model. The explanted generator was received by the manufacturer. Analysis identified no performance or any other type of adverse condition with the generator. The generator performed according to functional specifications. No additional relevant information has been received to date.

Event description:
Follow up with the physician revealed that the physician was unable to provide an assessment on the increase in seizures and its relation to vns.